Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another lab. The philips remote service engineer (rse) inspected system remotely and confirmed that the system's c arm was unable to performed geometry. The rse along with customer checked the spcs on the back of the stand, there were no leds, and also tried to check calibrations for the table, however they were not available. The review of system log files showed motor assembly errors. The philips field service engineer (fse) visited system onsite and performed troubleshooting, then found spc2 amc motor controller was failed and causing the fuse to blow in ny2 in the r cabinet. To resolve the issue, the fse replaced amc triple drive and fuse, then performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.